Event description:
It was reported that, the surgeon was malleting on the head removal tool and the head removal tool was hitting the trunion of the stem and a small piece of the tip broke off. Conversion of hemi arthorplasty to a total shoulder.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.